Event description:
It was reported that during a routine follow up, an electrical reset warning message popped up upon interrogation. All parameters were still programmed to the patient's need, but the diagnostics had been cleared and restarted. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).